Manufacturer narrative:
The system was examined and the reported event was not confirmed nor replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusive. There were no samples returned for evaluation and he customer did not retain the finished goods consumable lot number. As such, device history record (DHR) and lot history could not be reviewed. With no additional, related information provided, the customers reported event was not confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having to change the cassette three times during cataract surgery. System advisories kept displaying, the cassette was "chipping off" and there was "no cutting." Additional information has been requested.